Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device had foreign objects in the forceps wire. There was no patient involvement.